Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient had a stress test and echocardiogram and that ¿everything turned out fine.¿ it was reported that the patient felt a slight pinching like a pin needle sensation on their back where the wire is and midway between the ins pocket and where the lead going into their back when they turn on their back. It was reported that this was happening randomly and that it stopped when the stimulation was turned off. It was reported that the patient had a fall in 2016 about 2 months before the chest pain started. The patient¿s impedances were tested and found to be within normal limits. No furthercomplications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy. It was reported that the patient was feeling chest pain when the stimulation was turned on that started seven months prior to the report. The chest pain was described to be getting longer and more frequent. It was noted that when the patient was satisfied with the symptom relief and when she turned off the stimulation, the chest pain would go away. There were no diagnostics/troubleshooting performed but the patient had an x-ray on their chest and had a stress test. The issue was not resolved at the time of the report, the patient was alive with injury (chest pain), and surgical intervention did not occur and was not planned. Follow-up has been conducted to obtain this information. If additional information is received, the event will be updated.